Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported error fault and proactively replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi has received the erbe involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation of the iesu-erbe with an in-house system could not be reproduce the customer reported complaint. The erbe was energized, the instrument cauterized and all ports recognized the instruments. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance and no errors related to the complaint were found. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: the erbe was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with an external generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had error u-02 displayed on the integrated electrosurgical unit (erbe) touch panel. The customer power cycled the system and the erbe, still the issue persisted. The technical support engineer (tse) recommended to power off the system, cycle the vision side cart (vsc) breaker to off, disconnect the erbe ac power, and rcb, and foot pedal cables, wait two minutes, and then power the system on and the erbe. The error reoccurred during the power up. The tse suggested the customer use the covidien force triad as an alternate generator. The customer brought the covidien force triad and the tse explained how to connect and use the generator with the system. The procedure was completing as planned with no report of patient injury.